Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula was analyzed, and the complaint was not confirmed by failure analysis. Customer reported an issue of poor cauterization during use. Instrument testing showed it had 3 lives remaining and passed all functional tests, including energy delivery, recognition, and engagement. It exhibited full range of motion and intuitive movement. No product issue was found. An additional finding revealed thermal damage at the distal clevis, with material appearing burnt off due to charring in that area. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.

Event description:
It was reported that during a da vinci-assisted hypopharyngectomy surgical procedure, the permanent cautery spatula instrument was providing poor cauterization. The procedure was continued as planned with no reported injury.